Event description:
It was reported that a malfunction occurred with the customer's insulin pump, displaying malfunction code 19, which could not be reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).